Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge. Reportedly, the customer was unsure of the amount of insulin that was in the cartridge; however, the contact believed that the amount may have been under the 95 units. Additionally, it was reported that champagne sized air bubbles were observed in the tubing. Subsequently, the customer reported that the patient line was cracked and leaking insulin. Reportedly, the contact loaded a new cartridge successfully and resumed insulin delivery. There was no reported impact to the customer's blood glucose level.